Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with corroded battery tube. However, insulin pump received with normal operating currents. No blank display or unexpected failed battery test noted. No damage found on the lcd isolation tape noted. Insulin pump received with cracked reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the display on the customer's insulin pump was blank. His blood glucose was 107mg/dl at the time of reporting. The customer reported that the problem persisted after changing the battery cap. The insulin pump was returned. No additional information was reported.